Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited oversensing of t wave resulted in false tachycardia and atrial fibrillation episodes. Programming changes were made. The patient was in stable condition.